Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging the black pulse wire within the connector. The monitor was unable to pass detect and treat testing. The root cause for the damaged connector was the broken wires. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize an ECG signal.